Manufacturer narrative:
The reported complaint of the icy catheter (lot # 97214) leak was confirmed during the functional testing. A bonding leak was noticed at the distal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter shaft at distal end of manifold. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the distal end of the medial balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 97214.

Manufacturer narrative:
The zoll quattro catheter was returned to zoll on 19 may 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During rewarming phase of ivtm treatment on a male patient weighing (B)(6) due to post cardiac arrest, the thermogard console displayed an air trap alarm and observe that the saline bag was at 150 cc left on the bag. Following this the saline bag was replaced and re-primed the console. At approximately an hour and 30 minutes, the user observed that the saline bag was less than 200 cc. Approximate saline infusion to patient was 400 cc. The user did not observed any fluids on the floor or on the bed, suspecting a possible balloon leak. The catheter was removed and the therapy was discontinued without further reported issue. No consequences or impact to patient.